Manufacturer narrative:
The product in complaint was not identified by a lot number nor returned to the manufacturer for analysis. Complaints will continue to be monitored for any trends. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported that the patient was slow to wake and had dense right hemiplegia. The left common carotid artery (lcca) was re-accessed and a thrombectomy was performed and tpa was given to the patient. A cta showed patent stent. A dwmri showed patchy restricted diffusion in the left middle cerebral artery (lmca). A follow-up CT brain showed left basa ganglia infarct - edema, evolving infarct.